Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump ¿ no audible alarm¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 3/24/2017. One kangaroo enteral feeding pump was received for service. The reported symptom was verified. The device was powered on and the buzzer did not sound during start-up. The buzzer also did not sound on the volume control screen. The front panel was removed and the main pcba was inspected. The components had crystallization and discoloration, which are signs of fluid ingress and corrosion. The root cause of the reported symptom was fluid ingress and corrosion on the components affecting the output. As part of our manufacturing process, all device history records are reviewed and approved by quality. Operation. The unit was repaired and restored to proper operation.

Event description:
The customer states that the unit won't prime. Upon triage on (B)(6) 2017 the technician found no audible alarm.